Manufacturer narrative:
Findings: unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Unit received with cracked case at display window corners. Unit received with minor scratched display window.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 457 mg/dl due to an absence of a no delivery alarm form their insulin pump. The customer felt no symptoms. The customer was treated for the high blood glucose with manual injections. The customer was assisted with trouble shooting but the customer had issues running a high pressure test with the device. The customer returned the product for analysis.